Event description:
A report was received that the patient was experiencing a new distribution of pain following a surgery. The physician believed that pain was procedure related and believed that lead was an impending port of the spinal cord. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well.